Manufacturer narrative:
Reported event: an event regarding dislocation involving a mdm liner was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant device history review: could not be performed as the lot number is unknown. Complaint history review: could not be performed as the lot number is unknown. Conclusions: it was reported that the patient was revised due to dislocation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a right hip revision due to dislocation between the adm and mdm liners. The surgeon wanted to change the stem and body size during revision however, was not able to explant the stem due to the mcreynolds adaptor threads shearing in the stem. A new cone body was implanted without the bolt.